Event description:
While performing preventive maintenance (pm) on the thermogard xp ivtm system (s/n (B)(4)), biomed reported that the maximum warm temperature for the coolant bath (glycol) was fluctuating between 1 or 2 degrees of celsius. The biomed also complained about receiving "data files incomplete" error messages while trying to download the event log data. No patient involvement.

Manufacturer narrative:
The thermogard ivtm console (s/n (B)(4)) was evaluated by zoll service at the customer site. The reported complaint that "the maximum warm temperature for the coolant bath (glycol) was fluctuating between 1 or 2 degrees of celsius" was confirmed during a review of the patient treatment log files. The root cause of the reported complaint was determined to be the defective lm 34 temperature sensor, possibly due to the age of the device. The thermogard console was manufactured in april 2012 and is over 9 years old, well beyond its expected service life of 5 years. The additionally reported complaint that "the biomed received 'data files incomplete' error messages while trying to download the event log data" was confirmed during an on-site discussion with the biomed engineer. The reported issue is not a system malfunction. The root cause of the reported issue was the biomed using an outdated version of zoll temptrend software on his laptop. After upgrading to the current version of temptrend software, the problem was resolved. During visual inspection, zoll service personnel noted that the console's drip pan was missing, and the console's top cover deck was cracked in the area near the air trap holder. These observations were unrelated to the reported complaints and can be attributed to user mishandling and console aging. The biomed was instructed to order a replacement drip pan from zoll, and the damaged top cover deck should be replaced in a future service call to address these issues. Also, it was noted that the customer was using a non-zoll power cord. Zoll service personnel advised the biomed to replace the cord with a zoll power cord. Event log data review was performed and revealed a tcmid:07 (coolant temp high) and multiple tcmid:05 (coolant diff failure) error messages around the customer's reported event date, unrelated to the reported complaints. The most likely root cause of these intermittent error messages is the defective lm34 temperature sensor, which was replaced to remedy the observed errors as well as the reported fluctuation of the maximum warm temperature for the coolant bath. The thermogard console passed the initial functional testing without any fault or error. Following service and system calibration, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).